Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) received the complaint from customer as color monitor in the examination room was defective. Only part was dispatched to the customer end and no service has not been provided by philips end. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
Hld tn 8.24it was reported to philips that the system's color monitor in the examination room was defective. There was no reported patient or user harm. Philips has started an investigation of this complaint.